Manufacturer narrative:
The following information has become available from the customer: the user did not need any treatment due to the incident. The blood slowly leaked from the vtc. It didn't squirt or spray. There was thus no risk of contamination from blood spray.

Manufacturer narrative:
In follow-up report #3 the date received by MFR was incorrectely stated as 02/04/2017. The correct date was 02/03/2017.

Manufacturer narrative:
The device has been sent to radiometer for investigation, but has not yet been received. Further information has been requested regarding the medical status of the user.

Event description:
The customer reported that blood was leaking from the ventilated tip cap when ventilating air from the sampler. The user didn't wear gloves and got blood on the hand. According to the complaint the blood may be infected with (B)(6). No further information is available on the outcome of the user.

Manufacturer narrative:
Reference samples were checked and there was no leakage. Defective sample received and tested. The test did not reveal the root cause of the leak.

Manufacturer narrative:
Correction: brand name. Additional information: model #/ lot #. Narrative: the manufacturing process was investigated. It was concluded that the root cause of this malfunction is no upper limit for flow test 1 creates possibilities for machine acceptance of wrong filter position, and not sufficient maintenance procedure of vtc machines.